Manufacturer narrative:
The customer returned serial number (B)(4). Sections have been updated with the correct serial number and device manufacture date respectively.

Manufacturer narrative:
Patient was the initial reporter, so personal information was not entered.

Event description:
While in the hospital, for reasons unrelated to his meter readings, the customer compared test results of his meter to the hospital readings. On the customer's contour next one, the readings were 172 and 348mg/dl. The hospital readings were 73 and 88mg/dl, respectively. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. Strip information was not provided, therefore this report is submitted under the meter information. New meter and strips were sent to him.